Event description:
A customer reported a cartridge alarm occurred during the loading process, rather than during pumping. There was no adverse impact to the customer¿s blood glucose level; the level did not exceed 500 mg/dl. Technical support guided the customer on proper cartridge loading techniques, and the customer managed to load a cartridge successfully and resume insulin therapy. The issue was resolved.